Event description:
On (B)(6) 2012 the vns patient's mother reported that the vns patient rejected her vns and was brought to the hospital by ambulance the night before. The mother stated that the patient had an infection and was being scheduled for removal of the vns device that day. The patient was originally implanted on (B)(6) 2012. The physician later stated that the infection was due to the recent vns surgery; however it could have been possibly related to the patient's nasal drip. No patient manipulation or trauma occurred that could have caused/contributed to the infection. The infection was located at both the generator and lead locations. It was unknown if cultures were taken but there was a visible infection. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.